Event description:
It was reported that the part pressure was not reading after connecting the cable. Further, the venous probe, with 4 lenses, failed to initialize. Both failures occurred during priming.no harm to any person has been reported. The risk for harm of any person for the venous probe failure is remote, no report is required. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required for the ¿part not reading¿ failure. Thus, only the pressure reading failure will be investigated within this emdr. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Manufacturer narrative:
It was reported that the arterial pressure (p-art) was not reading after the hls cable was connected to the device. Further, the venous probe, with 4 lenses, failed to initialize. The failures were noticed while priming. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required for the ¿part not reading¿ failure.the risk for harm of any person for the venous probe failure is remote, no report is required.a getinge technician was sent for investigation. The failure of the venous probe could be confirmed and the venous probe was replaced. The reported p-art failure could not be replicated and no parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.as the p-art reading failure could not be replicated by the getinge technician and no parts were replaced, the exact root cause remainsunknown.however, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information due to:- disturbed (emi) pressure sensor- response time is too long- too high / low atmospheric pressure- positive or negative pressure beyond specification (release of tubes).moreover, the new venous probe version was affected (manufactured after march 2019, 4 lenses).in order to address and investigate this malfunction a corrective and preventive action was initiated on 2021-03-26. An affected venous probe was investigated by getinge life-cycle-engineering. The following most probable root causes of the initialization errors were determined:-unsuitable holder-user swaps the venous probe to different cardiohelp-contamination of the surface.as a corrective action, the specification of the reference surface will be changed within the engineering change request.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm.additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage.the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally, in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again.the device was manufactured on 2016-08-01 the review of the non-conformities has been performed for the failure "p-art reading fail" on (B)(6) 2026 for the period of (B)(6) 2016 to (B)(6) 2026 . It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.in addition, a review for potential field actions and capas related to the failures and product in this complaint was performed. The p-art reading failure is not in scope of any ongoing field actions and/or capas. The reported venous probe initilization failure is not in scope of any ongoing field actions. A CAPA was initiiated for the reported venous probe failure.according to the risk review the reported failure "p-art reading issue" is below the acceptance threshold according to the risk management plan of the cardiohelp device.based on the investigation results the reported failure "p art pressure was not reading after connecting the cable" could not be confirmed and the reported failure "vp does not initialize" could be confirmed.the occurrence rate was calculated for the reported issue "p-art pressure fail" and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).